Event description:
This procedure is part of (B)(6):the protege rx was placed, but there was a geographic miss, so a second protege stent was placed.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reporte event. (B)(4): stent implanted (B)(6) 2012.